Manufacturer narrative:
One bar was returned for investigation. Visual inspection of the as returned product identified a fracture. A device history review was performed and no related nonconformance¿s were noted. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration is n/a. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the bar fractured.